Event description:
Home pt reported feeling very full and had difficulty breathing during treatment with homechoice device. Home pt performed a manual drain in cycle 5 and drained out 4728 ml and felt fine. Home pt's therapy fill volume is 2200 ml. Home pt was not hospitalized nor was there ay medical intervention.